Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: h6 (health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and verified the reported issue and resolved the issue by replacing purge valve assembly iabp, safety disk assembly, tubing, clear polyurethane, 0.062" i.d and cable video receiver to lcd. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit's extension tube was bleeding, the customer reported that when the patient got off the machine and pulled out the balloon after treatment, he found that the balloon extension tube was bleeding, so he pulled out the balloon in time and shut down the machine. There was no personal injury.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(4) province. A supplemental report will be submitted upon completion of our investigation.